Manufacturer narrative:
Suspect device software version: version 1.0.

Event description:
It was reported that the patient's vns generator was programmed on after the vns implant surgery using a new vns programming tablet with m3000, version 1.0, software. However, at the follow up visit with the patient's physician a few weeks later, interrogation with a m250, version 11, software tablet revealed that the settings had been changed. The company representative indicated that the hospital did not have a vns programmer, so it was unlikely that the vns had been reprogrammed. Review of the m3000 programming data indicates the device was programmed in such a way to be susceptible to burst watchdog timeouts following a magnet swipe. Review of the physician's tablet data confirms the burst watchdog timeout was found at the follow-up appointment and had a single completed magnet stimulation logged. This is likely the event that resulted in the burst watchdog timeout. No additional relevant information has been received to date.